Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) resulting in an unknown duration of asystole. The lead was surgically abandoned and replaced with another manufacturer's lead and the device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.